Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Furthermore, the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer was able to successfully charge the pump using a secondary wall power adapter and usb charging cable. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.